Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the lg connector fluid damage, the light guide cable coating damage, the angle wire play, the ccd drive pcb corroded, the operation channel (primary) leak, the lcb distal cover glass scratched, the junction case loose, the remote control buttons disinfections damage, the distal body worn out, the segment worn out, and the root brace rubber (insertion flexible tube) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.